Event description:
Dr was performing a graft declot on the pt. A 5cm x 13mm viabahn stent graft that we were placing through a 12fr sheath was not able to be advanced centrally despite the presence of a wire all the way to the axillary vein. The stent graft had to be removed. Upon removing the stent graft, the stent graft could not be retrieved through the proprietary sheath. The sheath and stent graft were then removed together over the wire and a new 12 french vascular sheath was placed.